Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient fell and the bipolar cup and head dislocated inside the body. It is unclear if the patient fell first or components caused the fall. Japan-(B)(4).